Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error more than three times. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.